Event description:
Pt had antibiotics having as secondary set to ns primary to infuse. Medication and fluid set up on a pump. Secondary y-d into primary tubing above channel connection. Pump set up to infuse, clamps released, pump started. Rn returned to pt's room to find that there was a pool of liquid and blood next to the pt. Evaluated tubing, and found that the liquid and blood were free flowing from the y-site below the channel. Again clamps were released for infusion. FDA safety report ID# (B)(4).